Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The threads on the battery cap are stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: battery cap returned w/ pump; damaged; threads stripped and torn. Battery cap is unable to tighten, yellow o-ring visible; cap continues to spin but was able to maintain electrical contact. Pump failed leak test due to battery compartment leak and pump case leak. Pump was opened; evidence of moisture found internally inside the cover, on the support bracket,transceiver printed circuit board, battery canister and on the main printed circuit board. Pump case damaged/cracked at the case seal (top right corner of display screen). Battery compartment cracks at the battery compartment threads above the bumper and below the bumper at the case seal. Multiple power events observed in black box data followed by alarms due to internal moisture. Investigation note: pump was run for 24 hours w/ no intermittent/power reboots observed.